Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion or excessive no delivery tests due to motor error alarm. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratched lcd window.

Event description:
The customer reported that the insulin pump alarmed motor error and customer had emergency room visit. Troubleshooting was done. Advised the customer the insulin pump would be replaced. Customer's blood glucose was 256 mg/dl and during the emergency room visit it was 472 mg/dl. Customer had emergency room visit last (B)(6) 2014 due to high blood glucose. Customer stated that he took off the insulin pump due to motor error. He was not wearing the insulin pump prior to the emergency visit for 4 hours. Customer went to emergency room to get needles for his back up plan. Customer was not able to get assistance from the hospital and stated will call health care provider for help. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).